Manufacturer narrative:
Up arrow button did not respond due to moisture damage on keypad trace. No frozen screen noted. Pump had minor scratched display window and missing end cap sticker.

Event description:
It was reported the customer's screen was frozen on their insulin pump. Troubleshooting found the escape button did not work to exit from the bolus screen. Customer was advised their insulin pump needed to be replaced. The customer's blood glucose was 7.4 mmol/l. No additional information provided.